Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. It was noted that the catheter body was deformed in shape and/or had abrasion but this did not effect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to replace the pump the catheter was removed from the old pump. It was noted that the catheter was dripping. After reconnecting the catheter to the new pump and attempting to aspirate, there was sluggish flow, and only able to aspirate 0.1cc from the catheter access port (cap). There was an occlusion at the proximal segment of the catheter at the pump connector. Prior to the case there were no suspected problems with the catheter. A revision was performed and a partial explant was done on (B)(4) 2014. Therefore, 13cm was removed from the existing catheter and replaced. The pump connector was removed, replaced and was connected to the existing catheter and then connected to the pump. Then they were able to adequately aspirate from the cap. The issue was resolved. Patient status at time of this report was alive with no injury. The pump was delivering lioresal. Additional information reported the issue appeared to be the catheter pump connector that was removed.